Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 43 mg/dl at the time of the incident. The customer had been to the hospital 4 times in the previous 3 weeks. The customer was given food to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was not completed as the customer declined. The customer reported pump physical damage and feels the reservoir was leaking. The customer had a foot infection for the previous 10 days. The insulin pump will not be returned for analysis.